Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00040).

Manufacturer narrative:
The reported leaking issue was not confirmed. The distributor provided the evaluation report for the administration set on (B)(6)2019. The set was visually inspected and no issues were identified on the filter or other components. Fluid was ran through the set and no leak was identified at the filter housing or any other part of the set. The reported leaking issue could not be replicated. The affected administration set has been scrapped after testing.

Manufacturer narrative:
A photo was provided to infutronix showing the site of the leak on the filter as identified by the IV techs from the user facility. The initial reporter has been sent a shipping label to return the affected set but has not yet confirmed that they are planning to return it.

Event description:
On (B)(6) 2019, a distributor of infutronix reported a filter leaking issue. A user facility representative emailed the distributor and stated that a patient came in yesterday with a leak that appears to have come from the tubing near the filter. The user facility representative quoted the information from the pharmacy: "the IV techs were looking for the exact place where this was leaking. It is a very small area at the top of the filter. You can see where the infusion solution began to cake. When the patient came in the nurse observed an actual drop coming off of the filter. The tubing itself had no noticeable cake/crust." 5fu was the medication being infused. Device operator was a nurse. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (B)(4) medical co. Ltd.